Event description:
Add'l info rec'd from MFR 12/8/00: the device involved is the bvs 42 french arterial cannula, used with the bvs 5000 blood pump. The sample was returned from the hosp and examined by quality assurance and engineering. This revealed that delamination of the cannula's proximal end had occurred. All devices from the same lot was then quarantined and a sample examined. Add'l delamination (separation of material layers) issues were noted. Based on MFR's investigation, it was decided to conduct a voluntary recall of the suspect lot. The FDA recall coordinator was sent a complete recall package on 11/27/00.

Event description:
Pt underwent coronary artery bypass; abiomed arterial catheter placed in preparation for left ventricular assist device; catheter sewn onto aorta; distal end connected to left ventricular assist device line; surgeon unable to attach without presence of air bubble; catheter clamped at all times; no danger of air entering pt. Upon inspection, inner lumen of arterial catheter had a loose flap of plastic; catheter needed to be unsutured form aorta; new catheter sutured; connection to left ventricular assist device without incident with new arterial catheter.